Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2022 and a suture was used on the subcutis. Post-op, wound dehiscence occurred so re-suture was performed. The patient recovered. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure, 100kg. Name of index surgical procedure? Total knee arthroplasty, parapatellar approach. The diagnosis and indication for the index surgical procedure? Unknown. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Parapatellar approach. On what tissue was the suture used? Sxpp1a302 was used on fascia, vicryl was used on subcutis (2-0) and dermis (3-0). What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unknown. Were two reverse stitches performed across the incision prior to closure? Unknown. Please describe any medical/surgical intervention required for this suture event including dates and results. Re-suturing. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Unknown. Where was the suture break noted (termination, middle, end)? Unknown. Can you describe the appearance of the stratafix suture during second procedure?unknown. When did the suture break? On what date?=>post op, but the detail is unknown. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status?=>the patient is getting better. Lot number? Unknown. What tissue dehisced? Multiple tissue (not only fascia) were dehisced. Detail is unknown. Was there any deficiency with the vicryl 2-0 or vicryl 3-0 suture? Unknown. Were there any post-operative issues with the subcutaneous layer, dermis or skin layers? If yes, please describe. Unknown. No further information will be provided. Related medwatch reports: 2210968-2022-07309, 2210968-2022-08971.